Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer's insulin pump was not working correctly. Caller stated that the insulin pump was alarming no delivery during bolus and it was giving incorrect readings. Caller stated that the customer changed her reservoir and infusion set trying to resolve the issue, but the no delivery alarm reoccurred. Customer declined to troubleshoot or returned reservoir and infusion set. Nothing further was reported.